Manufacturer narrative:
It was reported that "the motor on the bed is not working. It was further reported that the issue occurred when the product was new out of box, switching the pendant did not resolve the issue and that a known working outlet was used without an extension cord. Additionally, it was reported that none of the functions of the bed were working, with no sound or clicking coming from the motor system and no visible damage observed. It was further reported that after swapping the main motor system with one from a working bed, the bed functioned properly, indicating the motor system on the unit was not functioning." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the motor on the bed is not working."